Event description:
Report received of an overdelivery. The pump was programmed to deliver an unknown concentration of epoch (etopside, vincristine, and doxarubacin) at an unknown rate for a duration of 24 hours. No further programming parameters were provided. After 21 hours, the pump audibly alarmed and the display indicated, "empty bag." There were no reported adverse pt effects and no medical interventions were required. Though requested, no additional information was provided.